Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: the patient's reasons for mesh implantation were to treat stress urinary incontinence, rectocele, and constipation. It was reported that following implantation the patient experienced pain, infection, urinary problems, bowel problems, organ perforation, recurrence, dyspareunia, vaginal scarring, incontinence, pelvic pain and vaginal discharge. On (B)(6) 2012, she had a diagnostic laparoscopy which was negative. No additional information was provided. (B)(4) - urinary problems; bowel problems; undefined recurrence; dyspareunia.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary retention, urinary frequency and spasms.